Manufacturer narrative:
Patient required aortic root replacement. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 7 days. Through follow-up with the health-care provider, it was indicated that the reason for explant was due to a paravalvular leak. Per the operative report: "she has a history of an aortic root replacement using a human allograft approximately 10 years ago. Unfortunately, she has recent evidence of significant calcification of the aortic homograft and associated aortic stenosis. Reoperative surgery was recommended. Approximately 1 week ago, she underwent aortic valve replacement. The homograft was heavily calcified throughout its entire wall and at that time my judgment was that replacement of the valve only and preservation of the homograft was the best course to minimize the extent of dissection and risk to the patient. That surgery went reasonably well. Unfortunately, in the postoperative period, she did develop hypotensive arrest and CPR was performed on the 1st postoperative night. She recovered well from this, but then the next day or so, we discovered a diastolic murmur. Echocardiography shows significant aortic valvular prosthesis regurgitation with a regurgitant jet that extends all the way to the left ventricular apex. This was clearly not a satisfactory long-term result for the patient and, after several frank discussions with the patient, she was advised that reoperative surgery at the earliest opportunity was indicated." The valve was replaced with another edwards bioprosthetic valve. Furthermore, it was also indicated by the health-care provider that the reason for explant was not related to a device malfunction.